Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a sterling es balloon catheter. There was a blood-like substance located inside the shaft. Visual and microscopic inspection of the device revealed a kink 15mm from the tip and the buckling of the shaft next to the markerband 14mm from the tip. Microscopic examination of the distal end of the device revealed damage to the distal tip. Examination of the material surrounding the kink, buckling, and tip damage did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The balloon was inflated to 14 atms rated burst pressure for approximately 30 seconds, the device held pressure and there were not any leaks found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to and/or anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 100%. Stenosed target lesion was moderately tortuous and calcified located in an unspecified vessel below the knee(bk). Upon the 1st inflation, the balloon ruptured at 6 atms. The procedure was successfully completed with another of the same device. No patient injury or complication was noted. Patient condition listed as "good."

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 100% stenosed target lesion was moderately tortuous and calcified located in an unspecified vessel below the knee(bk) . Upon the 1st inflation, the balloon ruptured at 6 atms. The procedure was successfully completed with another of the same device. No patient injury or complication was noted. Patient condition listed as "good."